Event description:
Baxter product surveillance was contacted by the customer to report a clearlink duo-vent c-flo set10 dpm duo-vent that was observed with separated tubing. According to the report, the tubing separated at the backflow check valve. This event occurred during use. There was no report of patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, so the problem could not be confirmed. The lot number is not available, so the batch review cannot be performed. No assignable root cause could be determined. If any additional relevant information becomes available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.